Manufacturer narrative:
This is one of two device reports for this event. Additional info has been requested and will be submitted upon receipt accordingly.

Event description:
The plaintiff's attorney alleged that the pt experienced cardiorespiratory arrest and expired approximately two days later. It was further alleged the event was caused by the pt's exposure to the product administered during dialysis treatment.